Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is they fixed major leaks on the product tank, pe valve, compressor and f tube.